Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver failed to charge and reboot due to vibrating continuously. Functional test was unable to be performed. The receiver case was opened, and the internal inspection passed. No errors related to the complaint were observed. The allegation was undetermined. The probable cause could not be determined.